Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition (the pin that is part of the side rail mechanism was missing causing detachment of the side rail lower arm and both side rail upper arms). The instructions for use for citadel bed (830-213-en) include the instructions for safe operation to avoid damage of the side rails as follows: - "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detachment. Arjo device failed to meet its performance specification since the side rail pivot pin was missing. There is no indication of patient involvement when the malfunction occurred. This complaint is deemed reportable due to the side rail detachment from the bed frame (the pin that is part of the side rail mechanism was missing causing detachment of the side rail lower arm and both side rail upper arms). No injury was claimed.

Event description:
Arjo received a customer complaint regarding a citadel bed frame. The customer informed about the side rail malfunction. It was allegedly broken. The device evaluation confirmed the allegation, the side rail was detached from the bed frame. No patient was involved. No injury was reported.